Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was being used during a percutaneous nephrolithotomy procedure on a patient of unknown age and sex. During the procedure, the hydrophylic tip of the guidewire broke inside the patient when the doctor was pulling the guidewire back. The physician was not able to withdraw it from the kidney so the tip is left within the patient. The procedure was completed using another of the same device. It was reported that there was no serious injury to the patient. At this time, "the tip has not been removed from the patient, the patient is ok, they are controlling the patient's situation regularly". Attempts to gather additional details have been unsuccessful.